Manufacturer narrative:
The failure investigation technician was able to duplicate the reported problem. The technician found that the cable failed with data acquisition pcba adc reference failed.

Event description:
The customer reported that they are having several da to motor controller cable replacement due to several different error codes and asking if philips is having a lot of failures related to the cable. There was no reported patient or user involvement.

Event description:
The failure investigation technician investigated a cable returned by customer and found that the cable failed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
.